Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 4 reports linked to mfg report numbers: 3006697299-2022-00021, 3006697299-2022-00023, and 3006697299-2022-00024. A facility reported that the amplitude could not go up during fragmentation. They changed to a new tip and consumables. Cusa excel 36khz disposable wrench (c5602) was involved, and surgical delay of 30-40 minutes was reported. There was no adverse patient consequence.

Manufacturer narrative:
The cusa excel 36khz disposable wrench (c5602) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) for lot w1907103 was reviewed. No nonconformance, anomalies or other issues were noted in the batch record or supporting documentation. In any event, the reported failure mode (amplitude cannot go up when fragmentation) is not tied to the c5602 wrench. A root cause analysis will be performed on the applicable complaint. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues at present, we consider this complaint to be closed.

Event description:
N/a.